Event description:
A consumer reported experiencing poor vision, blurry vision and halos following bilateral intraocular lens (iol) implant surgery. The consumer reported that his vision has been getting progressively worse since the surgery. The surgeon reported that a yag laser procedure had been performed for mild posterior capsule haze. Consumer was restarted on medications for inflammation following the laser procedure. The pt also noticed floaters in this eye. The surgeon also noted during the postoperative period that the consumer had been restarted on medication to control his diabetes. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/30/2009, 11/02/2009, 11/03/2009, 11/09/2009 and 11/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).